Event description:
It was reporter that photo investigation revealed that the device st apg sizer pin guide 52+3 had a cracked post and scratches on the surface. Is the patient part of a clinical study --> unknown, (B)(4). Device property of -->none, device in possession of -->none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.--> true.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "[the stem has a crack and is falling off. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician.]" The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the device 223000012, st apg sizer pin guide 52+3 had cracked post and scratches on the surface. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the device 223000012, st apg sizer pin guide 52+3 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life identified it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because lot code provided is not a valid finished goods lot#. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.